Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A venaseal closure system was used for treatment of the proximal region of the great saphenous vein (gsv) on the (B)(6) 2024. The lumen was flushed prior to use. A 0.035" 180cm guidewire was used for insertion of the catheter. Local anesthesia and transducer compression was used. The IFU was followed. The vein closed. It was reported an endovenous glue-induced thrombosis (egit) was identified at the level of the common femoral vein (cfv) on the (B)(6) 2024. A follow-up ultrasound on the (B)(6) 2024 found the egit extending into the cfv. The physician decided to start the patient on eliquis. Another follow-up ultrasound was performed on 30-sep-2024 showed the egit had improved.